Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause of the split is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue on the sample. Indentations were observed on the tubing of both extension legs and the ink on the extension legs was observed to be worn away. A large split was observed in the tubing of the red extension leg within the distal end of the luer connector. A spraying leak was observed emanating from the split in the extension leg tubing of the red lumen during functional testing. A microscopic observation revealed the fracture surfaces of the split was rough and cracks/fissures and beach marks were observed throughout the fracture surfaces, which is typical of material fatigue. What appeared to be the beginning of additional splits were observed in the tubing of both lumens. The tubing material of both lumens was observed to be attached to the interiors of the luer connectors at irregular points along the tubing¿s circumference and cracking appeared to have initiated at one or more of these points in both lumens. An internal investigation is currently ongoing to determine the root cause of this cracking. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to the sales rep that the PICC catheter began leaking after placement during the time it was dwelling. The leak was noted where the tubing connects to the catheter hub. Device was removed and a new device used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause of the split is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue on the sample. Indentations were observed on the tubing of both extension legs and the ink on the extension legs was observed to be worn away. A large split was observed in the tubing of the red extension leg within the distal end of the luer connector. A spraying leak was observed emanating from the split in the extension leg tubing of the red lumen during functional testing. A microscopic observation revealed the fracture surfaces of the split was rough and cracks/fissures and beach marks were observed throughout the fracture surfaces, which is typical of material fatigue. What appeared to be the beginning of additional splits were observed in the tubing of both lumens. The tubing material of both lumens was observed to be attached to the interiors of the luer connectors at irregular points along the tubing¿s circumference and cracking appeared to have initiated at one or more of these points in both lumens. An internal investigation is currently ongoing to determine the root cause of this cracking. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to the sales rep that the PICC catheter began leaking after placement during the time it was dwelling. The leak was noted where the tubing connects to the catheter hub. Device was removed and a new device used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device, not yet returned.

Event description:
Facility reported to the sales rep that the PICC catheter began leaking after placement during the time it was dwelling. The leak was noted where the tubing connects to the catheter hub. Device was removed and a new device used to complete the procedure. No patient injury was reported.